Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "keypad does not respond", which was experienced during evaluation. The device evaluation confirmed the#2, #4, #5, #6, #7, #8, #9, and the (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the mdl drug search). The cause was determined to be a carbon ink bridge across the circuit layer which was caused by an external influence. The keypad was replaced to correct the condition. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a keypad that did not respond. It was also reported there was no patient involvement.